Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experiences coughing and can feel their device in action/ a higher pacing rate when they travel over a bumpy service road. It was further reported that the implantable pulse generator (ipg) exhibited inappropriate rate response. The ipg remains in use. No further patient complications have been reported as a result of this event.